Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported pericardial effusion, tachycardia, and hypotension could not be determined. The reported patient effect of pericardial effusion, tachycardia, and hypotension are listed in the mitraclip ntr/xtr instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report after the procedure, a pericardial effusion was noted requiring medical intervention. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with grade of 3+. One clip was implanted, reducing mr to 1+ without any issues. After the procedure, the patient's blood pressure dropped, and heart rate increased. Medication was administered. Echocardiogram showed a small effusion in the left atrial side. Pericardiocentesis was performed and the patient was stabilized. The clip remained stable. No additional information was provided.